Event description:
Information was received indicating that the alarm to a smiths medical level 1® hotline® fluid warmer was not audible and that the temperature was reported to fluctuate. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). Additional information provided h3, h6 and h10. A device history review (DHR) is not applicable or relevant as the device was manufactured before 2002. Investigation results do not implicate a service process. The device was returned for analysis and has been evaluated. Received device in fair condition with evidence of scuffing on case. Installed test tool and powered on unit. Tested low fluid switch by pressing actuator down using plastic tube. Low fluid alarm did not activate. Pressed general alarm test switch and no visual or audible alarms were present, however, the reported issue was confirmed. Removed front cover and investigated further. Found main circuit board to be faulty due to defective speaker. This type of damage is caused by pushing the top cover in forcefully and not checking to make sure light-emitting diode (led)s are properly positioned within the recesses of the front cover. Also noted that the liquid crystal display (lcd) was inaccurate. The seal was broken on potentiometer indicating it had been turned after it was originally set by manufacturing. No actions were taken for the primary concern reported. A root cause has not been determined since the reported complaint was not confirmed